Event description:
It was reported that the physician was using an endeavor sprint drug-eluting stent to treat the patient. The device was inspected prior to use with no issues noted. The physician was attempting to direct stent the lesion but the device was unable the lcx due to calcification and 70% stenosis. The device was removed and on removal the stent was noticed to be damaged. Another device was then used but during exchange for devices the patient suffered a cardiac arrest. The 2nd device was used successfully and the patient recovered. No additional clinical sequelae were reported.

Event description:
Device evaluation: the stent was positioned between the marker bands as per specifications. The 14th proximal segment was raised and deformed.

Manufacturer narrative:
(B)(4). Evaluation results: failure to follow instructions (lesion was not pre-dilated). Inherent risk of procedure (stent deformation <(>&<)> arrhythmias). Patient condition affected effectiveness of device (calcification and 70% stenosis). No results available since no evaluation was performed (device, cines not returned). (Device not received) conclusion code results; failure to follow instructions (lesion was not pre-dilated). Known inherent risk of procedure (stent deformation <(>&<)> arrhythmias). Device failed related to patient condition (calcification and 70% stenosis); unable to confirm complaint (device not received for evaluation).